Event description:
It was reported that the tip of the ablator blew out/burnt during a shoulder procedure. The type of generator and settings used at the time of this event are unknown. There were no reported injuries to patient or staff, no surgical delays and all pieces of the ablator were retrieved.

Manufacturer narrative:
No medwatch form was received from the user facility. All sections on this form were completed by the manufacturer. Investigation results: the ablator was received with a portion of the insulation missing and the tip with a burnt appearance. Further investigation found the rod/probe loose in the handle. A review of product history found that this type of damage can occur when the device comes in contact with another object/instrument during use. The information for use (IFU) provides warning to the user that if recommended use of the device is not followed, it may result in damage to the insulation, melting of the electrode tip or increased risk of patient burns. Conmed linvatec will continue to monitor this product for failures.